Manufacturer narrative:
The reported lot # 7027741 was not found for the reported catalog # 381112. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packages for bd angiocath¿ IV catheters were not sealed properly and were open. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that the packages for bd angiocath IV catheters were not sealed properly and were open. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
According to what is described in the tw in the event description: "the reported batch (7027741) is not filled within the tw". Additionally, the batch was not found in the sap database. Therefore, because it was an unknown lot for this product, it was not possible to carry out an analysis of the batch history and non-conformity for the defect claimed. No samples or photos are available for analysis. As no physical sample, picture sample, or valid lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.